Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while performing the planned maintenance (pm), the medtronic representative (rep) performed the battery test and the camera cart immediately shut down. There was no patient involvement.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product - 9735771, lot number: unknown and product - 9735788, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the battery, lot number: 1643, was returned and analyzed. The battery was tested with a known good uninterruptible power supply (ups) for a 24hr period. The ups powered down immediately when unplugged from ac power. The battery was found to have low voltage and dead cells. Codes b01, c02, and d02 apply. The ups, lot number: 16380082, was returned and analyzed. The ups was tested with a known good battery for a 24hr period and tested with no issues. The ups was then unplugged from ac power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. There was no failure found. Codes b01, c19, and d14 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the system was serviced in the field and the system performed as intended, no faults were found. Newly reported codes, b01, c19, and d14 are applicable to this product analysis. H3, h6) the product ID: 9735771, serial/lot: unknown, returned to the manufacturer on 21-june-2024 and is pending analysis. Newly reported codes, b21, c21, and d16 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.